Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/19/2010 and was last repaired on 06/10/2013 for a non-related issue. Evaluation of the device observed worn gears, as excessive galling of the gear teeth of the roller gear and both cutter gears was observed. The comb had flattened tines on the left side and minor galling to the interior of the ratchet gear was observed. Additionally, the right end of the roller was gnarled. Also noted was gouging of the side plates at the roller holes, damage to the shoulder bolts and carrier guide block. Prior to repair, a test mesh passed, but the device was outside calibration specifications on the left and right side. Customer again returned the two cutters for evaluation; 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) both had excessively galled gear teeth. The gears and bushings were replaced on both cutters, but both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. During the previous repair, both cutters failed cutter evaluation and were deemed non-repairable. Improper handling and failure to replace damaged cutters most likely caused the damage to the roller and cutter gears which most likely caused the customer's event of improper meshing. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not meshing properly. It was also reported that the gears were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.